Event description:
The customer reported falsely elevated calcium generated from alinity c processing module (sn: (B)(6) and when repeated on another analyzer the result was improved. The following data was provided: sample ID (B)(6) (34 year old female) initial result on 5 june from sn:(B)(6) was 16.6 mg/dl. When repeated on sn:(B)(6), the result on 5 june was 9.4 mg/dl. Discrepant result was not reported out of the laboratory. Sample (B)(6) (46 year old female) initial result on 5 june from sn:(B)(6) was 17.6 mg/dl. When repeated on sn:(B)(6), the result on 5 june was 9.2 mg/dl. Corrected report issued. Patient historical results were reportedly 9.0 mg/dl. Analyzer troubleshooting was performed, which included but not limited to cleaning and replacing analyzer parts. The patient samples were retested and the results alignment improved post troubleshooting. The following data was provided. The patient sample (sample ID (B)(6) was tested before troubleshooting and the following results were obtained: 8.7, 9.0, 9.1, 9.0, 8.9 mg/dl. After troubleshooting was completed, the sample was tested again and the results were: 8.9, 8.9, 9.1, 9.1, 9.1, 8.9, 9.1, 9.0, 9.0, 9.0 mg/dl. The patient sample (sample ID (B)(6) was tested before troubleshooting and the following results were obtained: 8.0, 9.2, 9.0, 6.4, 3.4 mg/dl. After troubleshooting was completed, the sample was tested again and the results were: 8.9, 8.9, 8.9, 8.9, 9.1, 8.9, 8.8, 8.9, 8.9, 8.9 mg/dl. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.